Event description:
It was reported that a pt in the intensive care unit who was being ventilated developed a leak causing the low pressure alarm to sound. The doctor changed the tracheostomy tube to another 8dct. The removed tube was examined and they noted that the snap head had separated from the tube.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the disposable cannula tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.